Event description:
As stated by the customer on the (B)(6) 2010. Two staffs were transferring the resident from the bed to a wheelchair. The resident was lifted off the bed with the lifter, staff pulled the lifter away from the bed and apparently a sling clip on left leg came off and the resident slipped through the sling to the floor. According to report, one staff was ready to position the wheelchair under the resident and the second staff was moving the lifter and it happened so fast they had not time to react. The resident fell to the floor and hit his head resulting in laceration requiring treatment in hospital. (B)(4).

Manufacturer narrative:
We are reporting according to (B)(4). Incidents involving medical devices mfg by arjo hospital equipment ab (B)(4) will be reported by us, the legal MFR, arjo hospital equipment ab (B)(4) on behalf of our sales and distribution company in the USA, (B)(4). Add'l info will be provided upon conclusion of the MFR's investigation.